Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that patient went through withdrawal and was seen in the ER on (B)(6)2010. Patient was on 863 mcg. The pump was interrogated and seemed to be working. The dose was increased several times up to 1200 mcg. It was thought the patient had a non-working pump or catheter and was sent for a revision. During the revision, the catheter was found to be working correctly. There were no signs or alarms that the pump was not working, but was replaced. During the revision, the residual drug was removed from the pump. The expected volume was 14.8 mls and the actual volume was 20 mls in an 18 ml pump. The patient was on 100 mcg per day and recovered without sequela. The pump contained compounded baclofen.